Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis.the cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unknown treatment and dianeal therapy was discontinued during the treatment. At the time of this report, the patient has recovered from the event. No additional information is available.